Event description:
The procedure was required due to severe peripheral artery disease with heavy calcifications. The md had advanced up and over the right groin to the left profunda. The distal end of the quick cross device was torn off during the extraction portion of the procedure. The pt returned the following day and an endarterectomy was performed and successfully removed the entire distal end of the device. The distal end of the qc device has been returned to the manufacturer for investigation. The investigation will not be completed prior to this report filing, therefore, a follow-up MDR will be required in order to document the investigation summary.

Manufacturer narrative:
A follow-up report will be provided.